Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly. The hosp has reported that no pt injury occurred. Another instrument was used to complete the procedure.